Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. No defects/discrepancies were noted during visual inspection. The customer reported issue of ¿locking is not possible. The pump is new and does not respond to shutdown" was confirmed. The probable cause was a defective lock sensor. The sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿locking is not possible. The pump is new and does not respond to shutdown¿; during device evaluation it was found the lock sensor was defective. The fault was noticed during pretest. There was no patient involvement, and no harm/adverse event.